Event description:
A caller reported that the pump battery was depleting too quickly, which led to the pump shutting down. This shutdown caused the customer's blood glucose level to rise to 525 mg/dl. The customer managed the high blood glucose by administering a correction injection via manual insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.